Event description:
The customer reported via phone call, that he received a no delivery alarm during priming. Customer's blood glucose level at the time 240 mg/dl. Troubleshooting was declined, due to the issue being resolved with a full set change. The customer was advised to monitor their insulin pump, and call back if needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.